Event description:
It was reported that the 9600+ sys was getting errors during a case. Tech set to manual and completed case. No pt injury completed.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced x-ray tube and x-ray regulator pcb. Hv cables, and darlington transistors. Completed system calibration and system worked as intended. Returned to service.